Event description:
On (B)(6) 2012 a canine patient was hit by car and sustained a left distal femur fracture. On (B)(6) 2012 the canine presented to the surgeon with a very swollen left distal femur and generalized contusions. The surgeon plated the dog with a 7 hole 2.0 dcp plate. Post op x-rays indicated very good reduction and alignment. The hardware was okay with hole 4 open and opposite cortex hole 5 open. Phone follow-up on (B)(6) 2012 with the owner indicated the dog was holding up her leg intermittently, and was more active. On (B)(6) 2012 the owner reports the dog was non-weight bearing. X-rays indicated a broken plate at the proximal 3rd screw hole on the 3 hole side of the plate. The dog was reported as grossly unstable. The dog was crated but would pull on the leash when walked and would bounce and bark when crated. On (B)(6) 2012 the canine patient returned to the operating room and was replated using the same type of 7 hole 2.0 dcp plate. There was no obvious implant migration and all screws were intact. Surgeon reported good congruity and stable repair. On (B)(6) 2012 during an office follow-up visit the dog used limb 100 percent with mild plus weight bearing lameness. On (B)(6) 2013 the dog was doing well and non-weight bearing. Vet exam showed plate broken at proximal 4th screw hole on the 4 hole side of the plate. On (B)(6) 2013 follow-up office visit the surgeon noted minimally displaced femur fracture at site of plate breakage; some evidence of callous formation and moderate weight bearing. The dog was not completely unstable and the doctor will manage conservatively. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Vet use only device, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.